Event description:
Per provider, there is no alarm.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Per provider there is no alarm. Invacare awareness date 02/27/13. Complaint was not given to regulatory affairs for processing until 05/24/13.